Event description:
A pt reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would only prompt "error %" message. There was not a result on their meter as the pt was unable to test. Treatment was insulin dosage based on the color chart on the side of the test strip vial. No further info has been reported. No serious injury or allegation of harm.